Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver download was retrieved and attached. Manual sound test "test sound" feature was performed and passed. The speaker resistance was tested and measured within specification (7.67 ohms). Receiver functional tester was performed and passed all relevant testing. The receiver log was downloaded and reviewed finding no intermittent audio due to user alert snooze setting found in the log within the investigation window. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.